Manufacturer narrative:
Product ID: 8703, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient may have been admitted to the emergency room and may be having withdrawals. It was thought that there might be a catheter complication and the patient was likely to have a dye study. No further details were provided. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.